Event description:
A nurse reported that on (B)(6) 2014, a patient was discharged from the peritoneal dialysis clinic and discontinued dialysis. This reporting nurse stated that it was the patient's wishes to discontinue peritoneal dialysis, due to her age (B)(6). On (B)(6) 2014, the patient expired. The patient was not dialyzing during the time of death.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.